Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right atrial (ra) lead exhibited increased pacing impedances and loss of capture at high outputs. A chest x-ray was obtained that confirmed the ra lead had dislodged. The patient was sent home and a revision procedure will be scheduled. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient passed away before a lead revision could be performed. The cause of death was unrelated to the implanted system.